Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar curved scissors instrument was analyzed and found to have a broken tube adapter. Material was missing and not returned by the customer. Missing material was approximately 0.13¿x 0.06¿. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported during central processing that the monopolar curved scissors was broken. There was no report of patient involvement or injury.